Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d1, d2, d3, d4, g1, g3, g4, g6, h1, h2, h3, h4, h6, h10 the investigation remains in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised for tibial subsidence and pain approximately 4 months post implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Visual examination of the provided pictures identified sign of use. Back of tibial plate had tissue covered and pegs were cut off. No product was returned to perform additional evaluation. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: initial op note found no intra-operative complications. No other notes were provided. X-ray review noted left tka with significant radiolucency at the bone cement interface and lateral component subsidence indicating loosening. No fracture. Complaint was confirmed based on provided medical record. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient was revised for tibial subsidence approximately 4 months post implantation. No additional information is available at this time.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products. Unk size 8 uncemented femur size d. Unk- 10mm poly.